Event description:
Reporter alleged discrepant blood glucose values of 507 mg/dl compared to 126 mg/dl on the advantage system within 5 mins. Reporter states that customer's finger was wet with alcohol when she received the 507 mg/dl. No reported actions or inactions taken based on device results. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.